Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis cassette set leaked from an unspecified location. This occurred during setup for peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient with removing the supplies and discussed continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : during the follow up, the patient stated there was a leak on the cassette from the supply line; there was no damage noted. The sample was discarded. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.